Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. The consumer sought medical attention 19 days later for infection at the piercing site and was prescribed antibiotics. Five days later sought medical treatment for swelling and was admitted to the hosp where incision and drainage was performed and IV antibiotics were given. The consumer was released 5 days later and was continued on oral antibiotics.